Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the right coronary artery. After a 5fr non-bsc guide catheter was engaged to the lesion, a 24x3.50mm promus premier¿ drug-eluting stent was advanced and deployed successfully. When the physician attempted to remove the stent delivery system, it became lodged in the guide catheter and would not come out. The physician took everything out from the patient's body. The guide catheter was reintroduced to complete the procedure. No patient complications reported and the patient's status was fine.